Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also stated that the patient was frequently charging the implantable pulse generator (ipg). The patients ipg was replaced with a magnetic resonance imaging (MRI) compatible device and the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.